Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that there was an air leakage in the hose. The air leakage in the hose contributed and or caused the device to have low to no power. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to misuse, abuse and or user error, by allowing the hose to come in contact with a sharp object which punctured the hose. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during a spinal procedure it an air leak was observed from an unknown location on the motor device. There was a five minute delay in surgery. An identical spare device was available for evaluation. No injuries or medical intervention were reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once (B)(4) evaluates the device, a supplemental medwatch report will be sent accordingly.